Event description:
Aortofemoral digital subtraction arteriogram done and at the conclusion of the procedure and the removal of the guidewire the nylon tip embedded itself into the artery wall of the popliteal artery between the calcified plaque. Reason for use: atherosclerosis.